Manufacturer narrative:
As reported, fluid leakage was noted inside of the hydrosurg plus battery compartment at the end of the case. Also reported was that the unit would make a loud noise and run on its own. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experience by the user are determined to be manufacturing related. No lot number has been provided; therefore, a review of the manufacturing records is not possible.

Event description:
As reported, the or staff opened the bard/davol hydrosurg plus and noted fluid inside the battery compartment at the end of a case on (B)(6) 2021 it was also reported once the pump was primed it would occasionally make a loud whirring noise and run on its own for a while. There was no reported patient injury.